Event description:
Register nurse connected secondary tubing to hang mesna programmed pump, started mesna. Patient noticed it getting wet. Register nurse noted leaking from lever lock cannula at secondary y site. Lever lock cannula tightly and in place, however still leaking. Finally had to replace lever lock cannula.